Manufacturer narrative:
Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump was delivered to the wrong address. The customer was advised that the device would be sent out again.